Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 22g x 1.00in. Insyte autoguard unit from lot number 3107073. In addition, two photographs were also submitted which displayed similarities to that of the returned unit. A gross visual inspection of the returned unit found that the unit was unable to retract, the button was unable to activate. Further microscopic inspection found adhesive between the needle hub and grip which prevented needle retraction. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the adhesive dispensing station. This may occur at the adhesive dispense process due to station misalignment, part misalignment or adhesive buildup on the nozzle. A vision system software is in place to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle does not retract. The following information was provided by the initial reporter, translated from chinese to english: needles cannot be recycled automatically 4 july are we referring to needle retraction failure. Yes.